Manufacturer narrative:
Implanted date is approximate, year only valid. If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant ii stent graft cuff was being implanted in a patient for the endovascular treatment of a type ia endoleak in a previously implanted abdominal stent graft. It was reported that the previously implanted stent graft was thought to be an endurant and was implanted approximately 10 years earlier. It was reported that during the procedure, the physician had to put a wire in the right renal artery via left arm access to use as a marker and to protect that artery, as both renal arteries came off at the same level. When the physician started to deploy the cuff as per the usual procedural steps, it appeared to be moving upwards. The physician kept pulling the cuff down to ensure it was deployed in the correct position. It was reported that the physician did not complete another angiogram to confirm position. Once the cuff material was fully deployed, the physician tried to pull down the cuff with the suprarenal stent still captured in the top cap. The physician then released the top cap and upon the next fluoroscopy image, it appeared the cuff was deployed too high on the left hand side covering the left renal when compared to the overlap image. The physician then tried to get access into the left renal to attempt to stent it to keep it open but was not successful. The physician then completed the procedure by ballooning the cuff and anchoring in the cuff and native main body. Completion angiogram showed the left renal was no longer receiving blood supply but the type ia endoleak was treated successfully. As per the physician, the cause of the event could not be determined. It was reported that the cuff movement could have been due to the very tight access at the femoral and iliac artery. The physician was using the catheter in the renal as a marker, not the overlap image which was created when a run was completed. No additional clinical sequelae were reported and the patient is fine.